Event description:
Initially, the customer discontinued use of the homechoice (hc) machine and returned it to baxter product analysis lab (pal). During a follow up call on 09/07/10, baxter was advised of the patient's expiration. During a follow up call on 09/08/10, the hospital nurse indicated she did not know the cause of death. The patient expired on (B)(6) 2010. The patient was not connected to the cycler. It is unknown if autopsy was performed. Reportedly, the death was not related to the peritoneal dialysis therapy. Additional information was received from global pharmacovigilance (gpv) on 09/15/10: the cause of death was cardiac arrest. The adverse events of "more emesis", bradycardia and static encephalopathy were added. On the night of (B)(6) 2010, the patient's mother was starting peritoneal dialysis (pd) therapy and the patient had "more emesis" which prompted the mother to take the patient to the emergency department (ed) (unknown hospital). At the emergency department (ed), the patient became bradycardic and went into cardiac arrest. The patient was treated with 2 doses of atropine intraosseous (io) and 2 doses of epinephrine io (dose unknown). On (B)(6) 2010, arterial blood gas (abg's) were drawn and revealed a ph 7.14, partial pressure of carbon dioxide (pco2) 38 and partial pressure of oxygen (po2) 128. The patient was transferred to children's hospital and admitted on (B)(6) 2010 with a diagnosis of static encephalopathy (onset date not reported) and cardiac arrest. The nurse clarified the reason for admission was static encephalopathy. On (B)(6) 2010 the patient began dianeal pd2 140ml fill volume/every hour x 12 hours, intraperitoneal (ip), for fluid and waste removal. On (B)(6) 2010, the family withdrew peritoneal dialysis (pd) therapy. On (B)(6) 2010, while hospitalized, the patient expired. The cause of death was cardiac arrest. An autopsy was not performed. It was not reported if the events of "more emesis", bradycardia and static encephalopathy were resolved prior to the patient's death. The nurse believed that the cardiac arrest was unrelated to dianeal therapy. On 09/20/10, during a follow up call, the nurse clarified that peritoneal dialysis (pd) was stopped prior to the patient's death. The static encephalopathy event was not related to peritoneal dialysis therapy. All available information has been reported. This is the master complaint for the event of patient expiration.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Homechoice sn (B)(4) was evaluated by the baxter product analysis lab (pal) for the reported difficulty of rite failure unit under test (uut clock check). The device passed the homechoice rite functional test and failed the homechoice rite electrical test due failing the uut clock check. The device passed all testing pertaining to temperature and volumetric accuracy. The instances of increased intraperitoneal volume (iipv) revealed in the devices logs are unrelated to the reported difficulty of rite failure (uut clock check). Assignable cause: undetermined. No failure or malfunction was identified that could have caused or contributed to the reported difficulty. 18 iipvs were noted in the event log. Each iipv will be addressed in a separate complaint.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results of evaluation: the device passed the returned instrument test evaluation (rite) electrical tests but failed the rite functional tests due a timeout while trying to communicate with the uut. The device passed the remainder of the rite functional test requirements. Review of the device logs revealed 18 drain/uf volumes meeting increased intraperitoneal volume (iipv) criteria for therapies performed (B)(6) 2010. Product analysis lab (pal) evaluation and deka review of this incident concur that no device failure or malfunction was identified that could have contributed to the rite test failure or the 18 iipvs in the logs. There is no indication the instances of increased intra-peritoneal volume found in the device logs during evaluation or the home patient's death was a result of a mislabeling, use error, or misuse of the device. The device met performance specification requirements relative to the issues of iipv. The rite timeout was a communication error unrelated to the instances of iipv in the logs. The assignable cause of the rite test failure was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during the initial drain, the home patient (hp)'s caregiver (cg) revealed that there were small air bubbles in patient line. The baxter technical service representative (tsr) advised that cg would need to start over with new supplies and assisted cg to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement at the time of this reported problem. Product surveillance contacted the receptionist at the skilled nursing facility where the hp had resided. The receptionist stated that the hp was no longer at that facility. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010, it was revealed that the hp came in on (B)(6) 2010 for retraining. The nurse had been in touch with the hp daily ever since the alarm occurred. The nurse stated that no infections had occurred and that the hp was doing fine at the moment. During further follow up with the hp regarding the air in line, the hp asked to speak to her cg. The cg stated that the cause of the air in line was unknown. Per cg, the hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.